Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - initial reporter name is (B)(6). Event site name is (B)(6). Event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was displaying a battery replacement message. The issue was discovered by getinge fse and there was no patient involved.